Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current info. Conclusions: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 04/26/2011 by fax and mail. A completed questionnaire was received on 04/27/2011. Medical records were received on 04/22/2011. (B)(4).

Event description:
An optometrist reported that an intraocular lens (iol) was exchanged due to the pt experiencing glare. In a f/u the dir of surgery concierge reported the pt reported seeing cobwebs over her vision, shadows on letters and near vision not being good approx six weeks following her iol implant procedure. The pt was started on medications for dry eyes for several months; however, the pt was unable to adjust. The iol was exchanged for a different model lens. Following the exchange procedure, the pt was reported to be very happy with her outcome. She reported she could see well at distance as well as close. The surgeon reported the event resolved following the iol exchange.